Event description:
It was reported that the patient underwent an open shoulder synovectomy/debridement procedure due to having a septic right shoulder. Update [03-may-2022] infection possibly caused by metallosis due to the implant loosening.

Manufacturer narrative:
Device was returned, h6 health impact code. The reported event could be confirmed, since the micro culture and pathology results confirm the infection of the patient by pseudomonas aeruginosa. This conclusion was verified by a medical expert upon review of the patient's case documentation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the clinical opinion on the potential risk of infection caused by sterile packed stryker implants and instruments, ¿any kind of surgery bears the risk of infection. In trauma and orthopedic surgery with external or internal fixation implants or endoprosthesis the infection risk varies between 0.5 % and 5 %, exceptionally up to 10 % and beyond, mainly depending on the respective surgical procedure and the typical patient population." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Device evaluation is expected to take place but analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent an open shoulder synovectomy/debridement procedure due to having a septic right shoulder.